Event description:
A 2.5 mm diameter by 15 mm length s660 stent delivery system was inserted for treatment of a lesion located in the ramus artery in 2004. The lesion was pre-dilated. Vessel tortuosity is unknown. The lesion was severely calcified. It was reported that upon attempting to deliver the stent, it was not possible to get to the intended lesion site. It was reported that the lesion was pre-dilated a second time. The stent was attempted a second time and it was not possible to reach the intended lesion site. It was reported that the physician then attempted to remove the stent and it dislodged into an obtuse marginal branch. The stent was deployed in the obtuse marginal branch. It is unknown how the case was completed. No additional sequelae were reported.